Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1219856-2009-00501 for first event involving the same pt. It was reported that the md could not pass the intra-aortic balloon (iab). Iab-06830-u, over the spring wire guide (swg) into the pt's vessel. As a result, the md "had to open a new package of datascope's fidelity catheter to finish the insertion." The pt passed away due to poor condition. Additional information received from the distributor on 11/03/09, stated that the iab was prepped per instruction. "From the beginning of the insertion, the md could not advance the iab over the guidewire." The guide wire used was from the iab-04830-u (first event). "The md does not feel the iab incident attributed to the pt's death."